Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section e1. Initial reporter phone: (B)(6). One of the photos that accompanied the complaint file shows the proximal portion of the involved microcatheter and the stent was noted to be detached inside of the hub. The rest of the device is not observed in the photo and cannot be evaluated. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8645726. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. The issue regarding a stent being separated prematurely from the delivery wire and impeded in the microcatheter were confirmed since the stent was noted to be already detached from the delivery system and this remained inside the microcatheter's hub. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The medical imaging received was reviewed by cerenovus sr. Medical affairs director (neurointerventionalist), on 21-may-2024. The assessment reads as follows: ¿there is a clear description of the case and the narrative is supported by the single image provided. The image shows the separation of the stent from the pusherwire. The reason for the separation is not clear from the image and review of the device upon returning may bring a root cause to light. One reason could be that the microcatheter used is of a larger size than required for the delivery of the enterprise ii.¿ missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8645726) became impeded in the proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31253146) could not advance any more. The physician tried to retract the stent, the stent body was found to be separated prematurely from the delivery wire. The physician removed the microcatheter (mc) from the patient, and found the stent body was stuck in the microcatheter. The physician switched to new devices to complete the surgery. The surgery was prolonged about 10 minutes.

Manufacturer narrative:
Product complaint (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4) complaint conclusion: as reported by the field, during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8645726) became impeded in the proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31253146) could not advance any more. The physician tried to retract the stent, the stent body was found to be separated prematurely from the delivery wire. The physician removed the microcatheter (mc) from the patient and found the stent body was stuck in the microcatheter. The physician switched to new devices to complete the surgery. The surgery was prolonged about 10 minutes. No additional information is available. The medical imaging received was reviewed by cerenovus sr. Medical affairs director and the assessment reads as follows: ¿there is a clear description of the case and the narrative is supported by the single image provided. The image shows the separation of the stent from the pusherwire. The reason for the separation is not clear from the image and review of the device upon returning may bring a root cause to light. One reason could be that the microcatheter used is of a larger size than required for the delivery of the enterprise ii.¿ one of the photos that accompanied the complaint file shows the proximal portion of the involved microcatheter and the stent was noted to be detached inside of the hub. The rest of the device is not observed in the photo and cannot be evaluated. The device was returned to cerenovus for further evaluation. A non-sterile EU 4.5x22mm stent 12 mm dw tip was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and it was noted that only the detached stent was returned for evaluation. The proximal portion of the microcatheter seen in the provided picture, was not returned for evaluation. The stent component was inspected under microscopic magnification, and one of the ends was noted to be completely flared; however, the other end was found to be accordioned. The issue reported regarding the stent being impeded proximal section of the microcatheter could not be evaluated through a functional test due to the detachment condition of the stent; this must still be attached to the delivery wire and inside the introducer tube to perform the functional analysis. The reported issues can be confirmed based on the damage found in the stent, which suggests that the device was subjected to certain manipulation that could also have caused the stent to disengage from the delivery wire which ultimately resulted in the stent damage (accordioned). It is also suggested that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. There is no indication that the issues reported in the complaint are a result of a defect inherently related to the enterprise device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8645726. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent this type of damages from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.